Event description:
According to a customer, patient psa results of 0.0 were sporadically obtained even when the real value is positive or normal. No reports of injury requiring medical intervention or change to patient treatment associated with this event.